Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device starts and stops during the course of a laminectomy. Another unit was available to complete the procedure. There was pt involvement, no adverse consequences, no medical intervention or and no surgical delay reported.